Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that during the case surgeon impacted the glenosphere unto the base plate, and on his last impact the concave impactor tip broke at the threads. We retrieved the 2 pieces, and removed them from the field. The nurse opened a back up set, for another impactor tip so surgery time was not extended and there was no negative impact to this patient. After the procedure the sales rep was putting the instruments back together, and noticed the glenosphere inserted tip was still attached to the inserted handle. He removed it, and felt that it was very tight. He tested the bolt and inserter handle with a second set of instruments, and determined that the glenosphere inserter threads had been stripped. This happened post op therefore no negative patient impact, and no extended surgery time due to this.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.